Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The guide wire and gauze with green fragments were returned for evaluation. The returned guide wire was shaped on the distal segment. No other deformation or bend was found on the guide wire. For approximately 75-90 cm distal to the proximal wire end, the ptfe coating was found intermittently peeled off. Microscopic observation of the fragments revealed that those were pleated strips of polymer that had the same green color as the shaft of the returned guide wire; therefore, it was concluded the fragments were of the returned guide wire. Replication test was performed as per the physician's comment. An unused guide wire of the same brand was inserted into a torque device. The torque device was slightly loosened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Replicated coating fragments were similar to the returned fragments. Lot history review revealed no anomaly relating to the reported event. There was a known ptfe coating damage from this lot reported from the same facility (MFR report #: 3003775027-2018-00228). The guide wire was used against IFU where a metal inserter was used with the guide wire and scraped the ptfe coating; there was no product quality deficiency. Based on the obtained information and investigation outcome, it was concluded that a hard and sharp part of the concomitant torque device such as a metal chuck scraped the wire surface and peeled the ptfe coating. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some ptfe coating fragments might have entered into the vasculature. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi guide wire peeled off during a pci to treat a 90% stenosis in the rca #2. After the guide wire crossed the lesion, ivus was performed and then a stent was deployed. Post-dilatation was performed with a balloon and final angiography was confirmed. The guide wire was then removed from the patient when peeling of the ptfe coating was recognized. No particular action was taken against the peeled coating. The physician commented that he did not completely loosen the torque device when he took it off so that the torque device probably damaged the coating. The patient was discharged home the following day without problem.